Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078737 / 7078862. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 26368983.

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg, leads and anchor were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg, leads and anchor were not returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.